Event description:
The device was used during an unspecified procedure. Reportedly, the rings did not compress. The surgeon performed a re-operation to complete the procedure. The hosp has reported the pt's condition is satisfactory.